Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source, but the pump did not turn on. There was no reported adverse impact to customer's blood glucose level.